Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
The patient has 2 leads (from the same lot) implanted as part of his axium neurostimulator system. It was reported both the leads had migrated. Programming was unable to provide effective therapy. Surgical intervention may take place at a later date.

Event description:
Additional information provided indicated patient denied any trauma. Additionally, the lead migration was confirmed via x-ray imaging.

Event description:
Additional information received indicated surgical intervention was undertaken and both leads were explanted and replaced. Postoperatively, the patient reported receiving effective therapy.